Manufacturer narrative:
The power management printed circuit board assembly (pm pcba) was returned for analysis. The visual inspection of the power management printed circuit board assembly (pm pcba) revealed no evidence of damage or contamination. Based on failure investigation performed the customer complaint not verified. No fault found with returned pm pcba, the returned material was found to meet specifications.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The philips field service engineer (fse) identified a defective power management pcba (printed circuit board assembly) when a ventilator failed the power fail test during preventative maintenance (pm). The fse confirmed and duplicated the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the power management pcba. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other abnormality was observed.